Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto off alarm occurred. Reportedly, the customer's blood glucose (bg) level was over 600 mg/dl and the bg level was addressed with a manual injection. Insulin delivery was resumed and the customer's bg level lowered to 130 mg/dl. Reportedly, the customer modified the safety feature setting.